Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by the archives of orthopaedic and trauma surgery, titled ¿radiologic midterm results of cemented and uncemented glenoid components in primary osteoarthritis of the shoulder: a matched pair analysis¿. The study reviewed twenty (20) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and univers pe pegged glenoid (arthrex) to address primary osteoarthritis. During the twenty (20) month follow-up period, two (2) patients experienced subsidence with polyethylene wear. Source: magosch, petra, peter habermeyer, and philipp vetter. "Radiologic midterm results of cemented and uncemented glenoid components in primary osteoarthritis of the shoulder: a matched pair analysis." Archives of orthopaedic and trauma surgery (2021): 1-11.